Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02apr2020.

Event description:
The customer reported that the unit alarms and does not power off. The customer replaced the battery and the issue continued. The customer had to disconnect the battery to power the unit off. During normal operation, the unit alarmed 'check vent' and had error codes indicating blower stalling, auxiliary alarm supply, 35 volt supply failure, and back up alarm failure. There was no patient involvement.

Manufacturer narrative:
G4: 08may2020. B4: 12may2020. The manufacturer¿s field service engineer (fse) remotely spoke with the customer, and customer reports that replacing the power management board corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21apr2020. B4: 22apr2020. The manufacturer¿s field service engineer (fse) remotely confirmed the problem. The fse remotely advised to replace power management board. Parts dentification were provided to customer to order. The customer replaced the power management board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.